Manufacturer narrative:
Approximate age of device- 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there were pump stoppage alarms from the beside rn. Patient was on wall power at the time and became symptomatic, hot, and lightheaded. Patient was placed on batteries by bedside staff and issue resolved. Another pump stoppage was noted on (B)(6) 2019 when patient was at home on wall power. At the time, patient thought it was a low flow alarm. Patient was admitted on (B)(6) 2019 with fluid overload and electrolyte imbalance. Patient is listed for heart transplant at (B)(6). Log file analysis noted the 2 pump stops on (B)(6) 2019 and (B)(6) 2019. These issues only appear to be occurring while the ventricular assist device is connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. On (B)(6) 2019, a perc lead distal end replacement was performed. No further information was provided.

Manufacturer narrative:
Section b1: corrected data section b5: additional information manufacturer¿s investigation conclusion review of the patient¿s submitted log file confirmed low speed events and pump stoppages, however, evaluation of the patient¿s replaced portion of the driveline from vad-62482 did not find damage that could have contributed to the events seen within the log file. The submitted log file contained data from 25may2019 to 25jun2019. The log file recorded low speed operation and a pump stoppage on 9jun2019 at 10:56:47 pm and again on 23jun2019 at 8:34:01 pm. Based on past experience with the heartmate ii lvas this behavior could be indicative of driveline damage leading to a short to shield; however, the evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. A distal end driveline replacement was performed on 28jun2019 and approximately 19 inches of the external portion of the driveline was returned for evaluation electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline found the silicone jacket and bionate layer to be unremarkable. There was breakdown in the metal braided shield approximately 2.5 inches from the controller connector. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The account reported no further issues since the driveline repair. The patient remained ongoing on vad support until receiving a heart transplant on 14jul2019. The remaining portion of vad-62482, besides the external portion of driveline, was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient has not had any reoccurrence of the short-to-shield alarm, he has since been transplanted, vad explanted on (B)(6) 2019.